Manufacturer narrative:
(B)(4). (Phone number) : (B)(6). Device photo analysis: visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed in the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease is observed. ¿ voids are observed. ¿ black particles were observed on the shell.